Event description:
A physician reported that: the cement was taking too long to dough. The operating room temperature was approximately 20c. Mixing was done manually. They had to wait for 15-25 minutes before it was used on the pt. Reportedly the cement was not injected in the "runny" state. There were possible extravasations between vertebras but without consequences to the pt. No add'l info was reported.

Manufacturer narrative:
Device not returned, f/u with company representative.